Event description:
During a right colectomy procedure, after having successfully fired 2 plcr75b reloads, when the idrives was used with a third reload, the idrives indicated a flashing red light and the tissue was not stapled.

Manufacturer narrative:
The idrives was visually examined and functionally tested. The device conformed to specs, and was capable of successfully firing a loaded plc75 into test media. The root cause of the reported failure could not be ascertained. The plc75 was also tested and conformed to specs. Evaluation summary: idrives and idrivec calibrated and fired plc75s and reloads without incident. The two plc75s worked as intended.